Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported experiencing an occlusion during a cataract procedure. They attempted to flush the handpiece and replaced the tip, but that did not clear the occlusion. The handpiece was replaced to complete the case. There was no harm to the pt.